Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (damaged power supply cord) was confirmed. As received, the power supply cord was damaged. The cause of the damage cannot be positively identified, but is likely physical abuse. In addition, there was contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the power supply cord was damaged. The pt was issued a replacement charger/modem.